Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation from her scs system. As such, the patient underwent surgical intervention where her scs system was explanted and replaced with a new drg system. The patient reported effective stimulation therapy postoperative.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating that the lead was partially explanted on (B)(6) 2016 and a portion of the lead remains in the patient.